Event description:
As reported by the user facility: event 1. Had two incidences of easy pump infusion completing in 5 to 12 hours instead of expected 46 hours. No injury to patient, no intervention required, patient did note that expected side effects lasted longer after these two infusions. Infusion 5fu. Fill volume of pump 230 ml.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Event 1: the investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.